Event description:
It was reported that during a follow-up the pulse generator exhibited premature battery depletion. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).